Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas because she had been experiencing high blood glucose levels over the last several weeks. She indicated that she typically feels jittery when her blood glucose levels go over 200 mg/dl. She specifically mentioned one incident that occurred on our around (B)(6) 2012 where she self treated with a manual injection in response to a blood glucose level of 466 mg/dl with nausea. She did not recall receiving any alarms on the pump during that day and stated that the basal programs were programmed correctly. She also confirmed that the pump's date/time and advanced features were set up correctly. The patient confirmed she has been changing out the infusion site every 3 days and did not see any issues and issues with the infusion site/set. She denied any changes with her diet and activity; however, she mentioned that she had a recent fall (non diabetes related). Based on troubleshooting with animas customer support, there was no indication that the pump malfunctioned in regards to insulin delivery. There was no evidence that the pump malfunctioned in regards to insulin delivery; however, this complaint is being reported because the patient allegedly experienced elevated blood glucose levels over 250 mg/dl with symptoms suggestive of a serious injury. Based on the provided information, use error cannot be ruled out as a contributing factor to the patient¿s injuries.